Event description:
Information received indicates the head of the stretcher wouldn't stay down, it was drifting upwards.

Manufacturer narrative:
The technician isolated the issue to the two gas shocks. He replaced both gas shocks to repair the stretcher.